Event description:
Index procedure was prompted by stable angina. During the index procedure one resolute integrity drug-eluting stent was implanted in the lad. Approximately 14.5 months post index procedure one resolute integrity drug-eluting stent was implanted in the rca. Approximately 15 months post index procedure patient suffered a stroke. The patient was treated with IV infusion therapy. Investigator assessed that the event was not related to the study stent. It is reported the patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.